Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, at the beginning of the procedure, the monopolar curved scissors (mcs) instrument sparked. The instrument was removed and on the orange coating it looked like there was a burnt mark, the surgeon did not note any damage to surrounding tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the grounding pad was used and placed on the right anterior thigh and there were no issues with the grounding pad. The energy leaked from the wrist or just above (being away from the tip, but it was on the seam). The mcs tip cover was installed properly and no part of the orange surface was visible after the mcs tip cover accessory was installed. They did not utilize electrolube or any other lubricant on the tip cover prior to installation. The mcs tip cover was not available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the suspect tip cover accessory involved with the alleged issue to perform failure analysis, as the customer reported that the accessory is not available for return. Additionally, isi received the monopolar curved scissors (mcs) instrument for evaluation. The mcs instrument was analyzed and was found to have localized melting on the orange part of the tube extension on the distal end.